Event description:
A customer contacted philips requesting bench repair for their device. Additional information related to the request was not provided. There was no reported patient or user involvement and no adverse patient/user impact.